Event description:
There was a report of a malfunction with the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the code reoccurs, which the customer understood.